Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin squirted out of the top cap where the tubing connects to the reservoir. The blood glucose reading is 172 mg/dl. The leak occurred at the snap cap. Nothing further reported.